Event description:
In 2001, the manufacturer (MFR.) Was informed of the following: the patient was implanted in 2001. The pt exhibited extensive bleeding between the outflow graft and bend relief. The length of the graft which was not under the bend relief was fine. The graft was preclotted using albuman and prepared for specs. The pt bled for 8 hrs. The bleeding was finally controlled by wrapping the bleed site with pericardium. The perfusionist could not remember if there was a teflon ring in the connection between the graft and valve. The device remains implanted for continued use in the pt's thereapy. No further details were provided.